Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returning to company.

Event description:
It was reported that the autopulse platform immediately shut down after powering on. There was no report of patient involvement during this event. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(6) 2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the motor and encoder covers were cracked. Note these physical damages can occur due to normal wear and tear and/or physical abuse. A review of the archive showed user advisor 7 (discrepancy between load 1 and load 2 too large) on (B)(6) 2015 and not on the reported date of (B)(6) 2015. Functional evaluation of the returned autopulse platform was unable to be performed as a ua 7 message was observed upon power up. Load cell characterization was performed and load cell module 2 was found to be defective causing the ua 7. Load cell module 2 was replaced. Based on the investigation, the parts replaced were the cracked covers observed during visual inspection and the load cell module 2. In summary, the reported complaint of the platform shutting down upon power up was not confirmed. However, the platform did not function upon power up due to ua 7 which was attributed to defective load cell module 2. Upon replacement of all the parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.